Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassembly involving an adm trial was reported. The event was not confirmed. Method & results: device evaluation and results: the returned device is damaged. There is hole and big scratch that is consistent with the device being removed with a forceps. Dimensional inspection of the external diameter of the trial insert was performed and it was found compliant with the requirements. A functional test was performed with an adm cup dia 48mm. No problem was found, the trial insert can move easily inside the cup and can be removed without any issue. The device is functionally acceptable. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. It was reported that the trial was damaged during removal from the patient as it had dislodged and was left in the acetabular component. The returned device was found to have damage consistent with removal with a forceps. Device evaluation by the supplier confirmed that the insert was found to be dimensionally and functionally compliant.

Event description:
It was reported that instrument was damaged while kocher was used to remove the trail from the patient. The trail was gauged improperly which lead to damages.

Event description:
It was reported that instrument was damaged while kocher was used to remove the trail from the patient. The trail was gauged improperly which lead to damages.